Event description:
Lasik surgery caused pain in eyes, blurriness, hypersensitivity to light. I had to get glasses and contact lenses after a year, and was coerced into signing an nda form to receive refund. The doctors lacked empathy and tried to manipulate me into believing my pain was not real. I lost a lot of money because of them. Vision correction. (B)(6) institute.